Event description:
It was reported that the patient presented for a new implant procedure. It was noted during the procedure that capture could not be obtained on the right ventricular (rv) lead and the rv lead's helix could not extend due to possible damage. The physician suspected a malfunction. The rv lead was exchanged. The patient was stable.

Manufacturer narrative:
The reported events were helix mechanism issue, helix damage and failure to capture. As received, a complete lead was returned in one piece with the helix stretched and clogged with blood/tissue. The reported events of helix mechanism issue and helix damage were confirmed. Visual and x-ray examination found the helix was bent and stretched consistent with procedural damage. The helix mechanism/ extension length could not be tested due to damaged helix as received. The cause of the reported events of a helix mechanism issue and helix damage was isolated to the helix being stretched/ damaged and clogged with blood/tissue. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.